Event description:
It was reported that the unit kept flaking in the joint of the pt. It was further reported that this happened multiple times with different units on different patients. The procedure was completed successfully.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.